Event description:
On (B)(6) 2011, pt reported that insulin leaked from his infusion site and that his shirt was wet with insulin. An audible click was heard when the infusion tubing was connected to the needle. The infusion needle was inserted correctly, and his infusion sites are rotated properly. Pt changed the infusion set and resumed normal operation. Pt provided f/u on (B)(6) 2011, and reported add'l insulin leakage and bleeding from this infusion site. The insulin leakage was noticed at the connection of the "gripper piece" of het infusion needle. There were no break or cracks in the product. There was no scar or muscle tissue at his infusion sites. He did not engage in vigorous activity. Infusion set was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue.